Event description:
It was reported that during device replacement due to eri, externalized conductors were observed via x-ray. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to internal insulation abrasion were noted at 9.5-12.5cm from the distal tip. The etfe coating was abraded at this location.